Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn as this time.

Event description:
It was reported that the customer was injured in an accident. It was stated that the customer had multiple xrays and scans, and the insulin pump was not removed. It was also stated that there is a large discrepancy now between the blood glucose and sensor glucose readings. It was stated that the customer continued to have the same problem with a different sensor. Nothing further was reported.